Manufacturer narrative:
There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the non- bsc rv lead associated with this pacemaker was surgically abandoned due to noise and oversensing resulting in pacing inhibition. There was no damage noted with the rv lead at explant. Testing with pacing system analyzer (psa) also did not reveal any significant measurements. The device remains in service with the new rv lead. No additional adverse patient effects were reported.